Event description:
During the laparoscopic portion of this procedure - laparoscopic converted to open sigmoidectomy with primary anastomosis and closure of colovesicals fistula - the surgeon was using a 5mm laparoscopic kittner for dissection and the tip of the kittner broke off. The tip was retrieved, and all parts of the device were accounted for. A second device was put into use and the tip of that kittner bent but remained intact.